Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. A photo of the device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The patient reported to the hospital that the catheter was bleeding. The event occurred three days post placement. No reported patient injury.

Manufacturer narrative:
Manufacturing review:the lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary:the sample returned for evaluation was one 14.5 fr dual-lumen 23 cm hemostar vas-cath catheter. Visual, tactile, microscopic, and functional evaluations were performed of the physical sample. A leaking semi-circumferential split was observed within the clamping region of the red-luered extension leg tubing. Examination of the break site revealed a granular fracture surface with an elliptical shape. Longitudinally-aligned splits were found at the vertex of the ellipse. This investigation is confirmed for external leak/break/split without embolism. The characteristics of the split appeared to be the result of clamping and flexural fatigue damage, with possible material degradation. However, the definitive root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: a review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, possible complications and contraindications showed that the product labeling is adequate. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter was allegedly bleeding. It was further reported the event occurred three days post placement. There was no reported patient injury.